Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. However, the definitive root cause could not be determined. According to the investigation, the user may reduce/prevent occurrence of the event by handling the device according to the following IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the bronchovideoscope exhibited plastic distal end cover burnt. There were no reports of patient involvement.